Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump alarmed an error in the motor was detected by reading unexpected value from hall sensor. Customer blood glucose reading was 480 mg/dl. Troubleshoot was performed. Customer stated they could not clear the alarm. Customer was unable to rewind. Customer stated pump was not exposed to a high magnetic field. Customer also reported high blood glucose reading. Customer was advised to discontinue from the insulin pump and revert to a backup plan per healthcare instruction. Insulin pump will be returning for analysis.

Manufacturer narrative:
Device alarmed no motor movement or negligible movement. Retries to free a stuck motor failed error during rewind due to corroded motor home switch. Unable to confirm an error in the motor was detected by reading unexpected value from hall sensor error alarm due to no motor movement or negligible movement. Retries to free a stuck motor failed error. Device received with scratched display window cover, minor scratched lcd window, keypad overlay texture damage, cracked keypad at select button, broken reservoir tube lip, missing retainer and missing reservoir tube o-ring. Unable to lock reservoir in place due to missing retainer.